Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. Please refer to b5 describe event or problem for more information regarding the specific circumstances of this event.

Event description:
It was reported that this pacemaker was suspected to be exhibiting premature battery depletion. Today, the device showed estimated battery longevity at 3 years remaining which has decreased approximately 5 months within a months time frame. Data analysis was performed, and boston scientific technical services indicated that the power consumption is increasing in a gradual fashion. Recommendations to either replace or have the battery status re-evaluated in 90 days time. Multiple attempts were made to obtain information regarding if there is a plan to schedule a revision procedure but unfortunately there is no further information available. No adverse patient effects were reported. This device remains in-service.

Event description:
It was reported that this pacemaker was suspected to be exhibiting premature battery depletion. Today, the device showed estimated battery longevity at 3 years remaining which has decreased approximately 5 months within a months time frame. Data analysis was performed, and boston scientific technical services indicated that the power consumption is increasing in a gradual fashion. Recommendations to either replace or have the battery status re-evaluated in 90 days time. No adverse patient effects were reported. This device remains in-service.

Event description:
It was reported that this pacemaker was suspected to be exhibiting premature battery depletion. Today, the device showed estimated battery longevity at 3 years remaining which has decreased approximately 5 months within a month's time frame. Data analysis was performed, and boston scientific technical services indicated that the power consumption is increasing in a gradual fashion. Recommendations to either replace or have the battery status re-evaluated in 90 days' time. Multiple attempts were made to obtain information regarding if there is a plan to schedule a revision procedure but unfortunately there is no further information available. No adverse patient effects were reported. This device remains in-service. Additional information provided from the field indicated surgical intervention was later performed and the pacemaker was explanted and will be returned for analysis. No additional adverse patient effects were reported.